Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent called and reported the insulin pump stopped working while customer was sleeping. Customer's blood glucose was 19.6 mmol/l. In the alarm history, it was found the insulin pump had suspended, however, it was stated the customer did not suspend the device. There were no low glucose suspend alarms or any other alarms received, according to the customer's parent. When customer awoke, the device was completely off. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.